Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) defibrillation lead was surgically abandoned and replaced due to abnormal pacing impedance measurements. No additional adverse patient effects were reported.